Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including respiratory failure, right heart failure, and renal dysfunction), cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with episodes of ventricular tachycardia, worsening hyperkalemia, and acute kidney injury. The patient had increased oxygen needs on (B)(6) 2024. Chest radiography (cxr) and chest computed tomography (CT) showed moderate left pleural effusion, atelectasis vs pneumonia in the left lower lobe (lll) of the lung. Right heart catheterization showed worsening right heart failure. The patient also had slurred speech overnight, but arterial blood gas analysis (abg) showed acute hypercapnia, the patient was placed on bilevel positive airway pressure (bipap). The patient had further decompensation overnight. The patient and family were spoken to, and the patient's code status was changed to do not resuscitate (dnr). The patient was transitioned to comfort measures and passed away at 1300 on (B)(6) 2024. It was noted that the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.